Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre 2 sensor. The customer subsequently experienced hypoglycemia with loss of consciousness. An ambulance was called to customer's home and two glucose results of 50 mg/dl and 58 mg/dl were obtained. The customer reported that "afterwards" a blood glucose result of 150 mg/dl was obtained by ambulance. Details of treatment were not provided, but customer stated he was not taken to hospital or medical clinic. There was no report of death or permanent injury associated with this event.